Event description:
Customer reported a loss of communication between panorama central station and ambulatory telepacks. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified that the display was good. Corrections included replacing longview.